Event description:
The customer reported that while the unit was in use on a patient, the unit shutdown on ac power. The unit was restarted on ac power and shutdown again after pumping for a few minutes. The unit was restarted with dc power and worked well. The patient was switched to another unit, and therapy was continued. No patient injury was reported.

Manufacturer narrative:
The company representative replaced the power supply. The unit was tested to factory specification. It functioned normally and was returned to the customer. On (B)(6) 2010, the power supply was received by datascope for additional investigation.